Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), uterine adhesions ('adhesions of bladder to uterus') and abdominal adhesions ('bladder adhesion') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dvt, multi gravida, parity 5 and c-section (2). On (B)(6) 2016, surgical pathology report: pathologic diagnosis a. Uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: 1. Leiomyomata 2. Adenomyosis 3. Endometrium with exogenous hormone effect 4. Unremarkable fallopian tubes gross description a. Uterus, cervix, bilateral fallopian tubes, resection: main findings: number of nodules: 1; 1.1 cm location: intramural nodule cut surface appearance: gray-white, whorled myometrium thickness: 2.1 cm myometrium appearance: tan, trabeculated endometrial cavity: 3.4 x 3 cm, triangular cavity endometrium thickness: 0.1 cm cervix appearance: 4 x 3.2 cm tan-white, glistening, with a 1.3 cm slit-like as the adnexal insertion sites are remarkable for to coiled portions of metal (consistent with essure devices). Other findings: small fallopian tube: 2.7 x 0,6 cm; complete, pinpoint lumen large fallopian tube: 4.2 x 0,6 cm; complete, pinpoint lumen summary of sections: 1. Anterior cervix, 2- posterior cervix, 3-4- anterior endomyometrium, one full-thickness section per cassette, 5-6- posterior endomyometrium, one full-thickness section per cassette, 7- nodule, 8- small fallopian tube, 9· large fallopian tube. Previously administered products included for abnormal uterine bleeding: mirena; for birth control: depo-provera. Past adverse reactions to the above products included uterine haemorrhage with depo-provera. Concurrent conditions included asthma and leiomyoma nos. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), the second episode of vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condit/prob"), visual impairment ("vision probs"), uterine adhesions (seriousness criterion medically significant), abdominal adhesions (seriousness criterion medically significant), pelvic adhesions ("pelvic adhesions") and psychological trauma ("psych injury"). The patient was treated with surgery (bladder repair during hysterectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, bladder disorder, urinary tract disorder, the last episode of vaginal discharge, vaginal infection, fatigue, gastrointestinal disorder, tooth disorder, migraine, headache, nausea, nervous system disorder, visual impairment, uterine adhesions, abdominal adhesions, pelvic adhesions and psychological trauma outcome was unknown. The reporter considered abdominal adhesions, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, nervous system disorder, pelvic adhesions, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, uterine adhesions, vaginal haemorrhage, vaginal infection, visual impairment, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: bilateral occlusion. Pregnancy test urine - on (B)(6) 2016: results: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: events: nausea, uterine adhesions, pelvic adhesions, abdominal adhesions, visual disturbances, neurological disorder, nausea, headache, migraine, tooth disorder, gi conditions, fatigue, vaginal infection, vaginal discharge, urinary problems, bladder problems were added. Lab data, reporters were added. Essure removal date updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dvt, multi gravida, parity 5 and c-section (2). Previously administered products included for abnormal uterine bleedibng: mirena on (B)(6) 2016; for birth control: depo-provera on (B)(6) 2013. Past adverse reactions to the above products included uterine haemorrhage with depo-provera. Concurrent conditions included asthma and leiomyoma nos. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on 20-dec-2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2016: negative on (B)(6) 2016, surgical pathology report: pathologic diagnosis a. Uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: 1. Leiomyomata 2. Adenomyosis 3. Endometrium with exogenous hormone effect 4. Unremarkable fallopian tubes gross description a. Uterus, cervix, bilateral fallopian tubes, resection: main findings: number of nodules: 1; 1.1 cm location: intramural nodule cut surface appearance: gray-white, whorled myometrium thickness: 2.1 cm myometrium appearance: tan, trabeculated endometrial cavity: 3.4 x 3 cm, triangular cavity endometrium thickness: 0.1 cm cervix appearance: 4 x 3.2 cm tan-white, glistening, with a 1.3 cm slit-like as the adnexal insertion sites are remarkable for to coiled portions of metal (consistent with essure devices). Other findings: small fallopian tube: 2.7 x 0,6 cm; complete, pinpoint lumen large fallopian tube: 4.2 x 0,6 cm; complete, pinpoint lumen summary of sections: 1. Anterior cervix, 2- posterior cervix, 3-4- anterior endomyometrium, one full-thickness section per cassette, 5-6- posterior endomyometrium, one full-thickness section per cassette, 7- nodule, 8- small fallopian tube, 9· large fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Event added: vaginal hemorrhage, menorrhagia, dysmenorrhea, dyspareunia, vaginal discharge. Patient's medical history, demographic details, lab data were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), uterine adhesions ('adhesions of bladder to uterus') and abdominal adhesions ('bladder adhesion') in an adult female patient who had essure (batch no. 969217) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dvt, multi gravida, parity 5 and c-section (2). On (B)(6)2016, surgical pathology report: pathologic diagnosis a. Uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: 1. Leiomyomata 2. Adenomyosis 3. Endometrium with exogenous hormone effect 4. Unremarkable fallopian tubes gross description a. Uterus, cervix, bilateral fallopian tubes, resection: main findings: number of nodules: 1; 1.1 cm location: intramural nodule cut surface appearance: gray-white, whorled myometrium thickness: 2.1 cm myometrium appearance: tan, trabeculated endometrial cavity: 3.4 x 3 cm, triangular cavity endometrium thickness: 0.1 cm cervix appearance: 4 x 3.2 cm tan-white, glistening, with a 1.3 cm slit-like as the adnexal insertion sites are remarkable for to coiled portions of metal (consistent with essure devices). Other findings: small fallopian tube: 2.7 x 0,6 cm; complete, pinpoint lumen large fallopian tube: 4.2 x 0,6 cm; complete, pinpoint lumen summary of sections: 1. Anterior cervix, 2- posterior cervix, 3-4- anterior endomyometrium, one full-thickness section per cassette, 5-6- posterior endomyometrium, one full-thickness section per cassette, 7- nodule, 8- small fallopian tube, 9· large fallopian tube. Previously administered products included for abnormal uterine bleeding: mirena; for birth control: depo-provera. Past adverse reactions to the above products included uterine haemorrhage with depo-provera. Concurrent conditions included asthma and leiomyoma nos. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), the second episode of vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condition/prob"), visual impairment ("vision probs"), uterine adhesions (seriousness criterion medically significant), abdominal adhesions (seriousness criterion medically significant), pelvic adhesions ("pelvic adhesions") and psychological trauma ("psych injury"). The patient was treated with surgery (bladder repair during hysterectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, bladder disorder, urinary tract disorder, the last episode of vaginal discharge, vaginal infection, fatigue, gastrointestinal disorder, tooth disorder, migraine, headache, nausea, nervous system disorder, visual impairment, uterine adhesions, abdominal adhesions, pelvic adhesions and psychological trauma outcome was unknown. The reporter considered abdominal adhesions, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, nervous system disorder, pelvic adhesions, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, uterine adhesions, vaginal haemorrhage, vaginal infection, visual impairment, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6)2016. Insertion details- left: 02, right: 02. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2013: bilateral occlusion. Pregnancy test urine - on (B)(6)2016: results: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea. Most recent follow-up information incorporated above includes: on 27-dec-2019: pfs received: lot no. Was added. Reporter was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), uterine adhesions ('adhesions of bladder to uterus') and abdominal adhesions ('bladder adhesion') in an adult female patient who had essure (batch no. 969217-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dvt, multi gravida, parity 5 and c-section (2). On (B)(6)2016, surgical pathology report: pathologic diagnosis a. Uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: 1. Leiomyomata 2. Adenomyosis 3. Endometrium with exogenous hormone effect 4. Unremarkable fallopian tubes gross description a. Uterus, cervix, bilateral fallopian tubes, resection: main findings: number of nodules: 1; 1.1 cm location: intramural nodule cut surface appearance: gray-white, whorled myometrium thickness: 2.1 cm myometrium appearance: tan, trabeculated endometrial cavity: 3.4 x 3 cm, triangular cavity endometrium thickness: 0.1 cm cervix appearance: 4 x 3.2 cm tan-white, glistening, with a 1.3 cm slit-like as the adnexal insertion sites are remarkable for to coiled portions of metal (consistent with essure devices). Other findings: small fallopian tube: 2.7 x 0,6 cm; complete, pinpoint lumen large fallopian tube: 4.2 x 0,6 cm; complete, pinpoint lumen summary of sections: 1. Anterior cervix, 2- posterior cervix, 3-4- anterior endomyometrium, one full-thickness section per cassette, 5-6- posterior endomyometrium, one full-thickness section per cassette, 7- nodule, 8- small fallopian tube, 9· large fallopian tube. Previously administered products included for abnormal uterine bleeding: mirena; for birth control: depo-provera. Past adverse reactions to the above products included uterine haemorrhage with depo-provera. Concurrent conditions included asthma and leiomyoma nos. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), the second episode of vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condition/prob"), visual impairment ("vision probs"), uterine adhesions (seriousness criterion medically significant), abdominal adhesions (seriousness criterion medically significant), pelvic adhesions ("pelvic adhesions") and psychological trauma ("psych injury"). The patient was treated with surgery (bladder repair during hysterectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, bladder disorder, urinary tract disorder, the last episode of vaginal discharge, vaginal infection, fatigue, gastrointestinal disorder, tooth disorder, migraine, headache, nausea, nervous system disorder, visual impairment, uterine adhesions, abdominal adhesions, pelvic adhesions and psychological trauma outcome was unknown. The reporter considered abdominal adhesions, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, nervous system disorder, pelvic adhesions, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, uterine adhesions, vaginal haemorrhage, vaginal infection, visual impairment, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6)2016. Insertion details- left: 02, right: 02. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2013: bilateral occlusion. Pregnancy test urine - on (B)(6)2016: results: negative. Most recent follow-up information incorporated above includes: on 13-jan-2020: update of information (batch is not valid). Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), uterine adhesions ('adhesions of bladder to uterus/extensive adhesions of bladder to uterus') and abdominal adhesions ('bladder adhesion') in a 33-year-old female patient who had essure (batch no. 969217-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction on (B)(6) 2016, shoulder pain in 2009, dvt, multi gravida, parity 5 and c-section (2). Previously administered products included for abnormal uterine bleedibng: mirena; for birth control: depo-provera. Past adverse reactions to the above products included uterine haemorrhage with depo-provera. Concurrent conditions included asthma and leiomyoma nos. Concomitant products included beclometasone dipropionate (qvar) since 2000, budesonide;formoterol fumarate (symbicort) since 2014, cefixime (flexeril) since 2013, cetirizine hydrochloride (zyrtec) since 2000, duloxetine hydrochloride (cymbalta) since 2015, ethinylestradiol;norgestimate (ortho tri-cyclen), etodolac (lodine) from 2013 to 2014, fluticasone propionate (flonase) since 2000, fluticasone propionate (proair) until 2017, meloxicam (mobic) since 2015, minerals nos;vitamins nos since 2013, montelukast sodium (singulair) since 2012, ranitidine hydrochloride (zantac) since 2012 and tretinoin (retin-a) since 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder"). In (B)(6) 2013, the patient experienced the first episode of vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and urinary tract infection ("uti's,"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), gastrointestinal disorder ("gi conditions"), nervous system disorder ("neuro condit/prob") and gastrooesophageal reflux disease ("gerd"). In (B)(6) 2013, the patient experienced visual impairment ("vision probs"), rash ("rash around my neck") and vision blurred ("blurry vision"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("psych injury/depression"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2015, the patient was found to have biopsy endometrium ("endometrial biopsy"). On (B)(6) 2016, the patient experienced uterine adhesions (seriousness criterion medically significant), abdominal adhesions (seriousness criterion medically significant) and pelvic adhesions ("pelvic adhesions") and underwent bladder repair ("bladder repair during hysterectomy"). On an unknown date, the patient experienced the second episode of vaginal discharge ("vaginal discharge"), anxiety ("anxiety"), dizziness ("lightheadedness"), vitreous floaters ("black floating spots"), abdominal distension ("bloating"), constipation ("constipation") and abdominal pain ("abdomen pain"). The patient was treated with bladder repair during hysterectomy, endometrial biopsy and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the dysmenorrhoea, dyspareunia, bladder disorder, urinary tract disorder, the last episode of vaginal discharge, vaginal infection, fatigue, gastrointestinal disorder, tooth disorder, migraine, headache, nausea, nervous system disorder, visual impairment, uterine adhesions, abdominal adhesions, pelvic adhesions, depression, urinary tract infection, anxiety, rash, dizziness, biopsy endometrium, vision blurred, vitreous floaters, abdominal distension, gastrooesophageal reflux disease, constipation and bladder repair outcome was unknown. The reporter considered abdominal adhesions, abdominal distension, abdominal pain, anxiety, biopsy endometrium, bladder disorder, bladder repair, constipation, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, nervous system disorder, pelvic adhesions, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, uterine adhesions, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, vitreous floaters, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2016. Insertion details- left: 02, right: 02. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Pathology test - on (B)(6) 2016: surgical pathology report: pathologic diagnosis a. Uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: 1. Leiomyomata 2. Adenomyosis 3. Endometrium with exogenous hormone effect 4. Unremarkable fallopian tubes gross description a. Uterus, cervix, bilateral fallopian tubes, resection: main findings: number of nodules: 1; 1.1 cm location: intramural nodule cut surface appearance: gray-white, whorled myometrium thickness: 2.1 cm myometrium appearance: tan, trabeculated endometrial cavity: 3.4 x 3 cm, triangular cavity endometrium thickness: 0.1 cm cervix appearance: 4 x 3.2 cm tan-white, glistening, with a 1.3 cm slit-like as the adnexal insertion sites are remarkable for to coiled portions of metal (consistent with essure devices). Other findings: small fallopian tube: 2.7 x 0,6 cm; complete, pinpoint lumen large fallopian tube: 4.2 x 0,6 cm; complete, pinpoint lumen summary of sections: 1. Anterior cervix, 2- posterior cervix, 3-4- anterior endomyometrium, one full-thickness section per cassette, 5-6- posterior endomyometrium, one full-thickness section per cassette, 7- nodule, 8- small fallopian tube, 9· large fallopian tube. Pregnancy test urine - on (B)(6) 2016: results: negative. Most recent follow-up information incorporated above includes: on 18-may-2020: pfs and mr received: new events added: uti's, anxiety, rash around my neck, lightheadedness, endometrial biopsy, blurry vision, black floating spots, bloating, gerd, constipation, bladder repair during hysterectomy, abdomen pain. Event onset date and event outcome were added.reporter information, medical history, lab data , concomitant drugs, were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery to remove the essure implant on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.